Event description:
It was reported by the patient that the ventricular leads preceding the patient's current leads "were bad" and the patient had received multiple shocks. Numerous attempts to obtain additional information regarding the patient's previously implanted ventricular leads were made; however, no further information was received. The ventricular leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.